Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device it was found that the supplier punched the holes in the wrong orientation on the stand. Smiths performed a sampling inspection of the 6404008 in inventory (c=0 4.0, qty = 5). A pallet was selected based on receiving date of sep 2020 prior to complaint date (B)(6) 2020. All 5 pieces had the correct orientation of the holes. The customer reported condition was confirmed. Problem source was traced to the supplier.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the rapid infuser accessory had a manufacturing fault. The bottom bracket of the device looked like it was welded upside down. The big holes are at the bottom. The screws did not sit nicely. This product problem was observed during assembly. There was no patient involvement.